Event description:
Follow up information reported that the patient still had concerns regarding her device/therapy, but has now changed her follow up doctor and has an appointment for (B)(6) 2012. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
It was initially reported that the patient had no stimulation sensation in the targeted rectal area for the past 2 days. It was also reported that the patient had intermittent stimulation for the past month or so. There was no accident or incident related to this event. However, it was noted that the patient did have whip lash from a car accident last july but did not correlate with the changes in stimulation. Also, the 9 volt green light on the patient programmer had come on but it did pass a self-test that was performed (confirmation beep heard). Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3093-28, lot #v430340, implanted: (B)(6) 2010, explanted: na. Lead: model 3093-28, lot #v430340, implanted: (B)(6) 2010, explanted: na. Extension: model 748910, serial #(B)(4) implanted: (B)(6) 2010, explanted: na. Extension: model 748910, serial #(B)(4), implanted: (B)(6) 2010, explanted: na. Programmer: model 7435, serial #(B)(4).

Event description:
Additional information was received from the patient that reported she still felt stimulation in the wrong location. Stimulation was felt in the patient's left leg and calf. Stimulation was also intermittent and would not be felt for days at a time. The caller also reported a loss of therapeutic effect. The patient also reported a second car accident in (B)(6) 2011, but did not correlate this accident to her change in stimulation. The leads were x-rayed and found to be in the correct location. Information was also received from the patient's hcp that reported the patient had received her implantable neurostimulator (ins) at a university medical center, and the patient's physician did not use that type of ins at their practice. The physician had to obtain a software card for programming, which took four months. The patient was reprogrammed on 2012 (B)(6), but the patient still felt stimulation in the incorrect location as before. If additional information is received, a follow up report will be sent.